Manufacturer narrative:
(B)(4). Batch #: x94r2w. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the white tissue pad completely fell off. The fallen piece was retrieved by forceps and was disposed. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 12/1/2022. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with no apparent damage. The tissue pad was not detached as reported. The instrument was mechanically tested and it was noted that the lever did not actuate the clamp. Functional testing could not be performed as the device did not properly attach to the handpiece. The device was disassembled to inspect the condition of the internal components and a component from the lever-clamp mechanism was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the component affected the interface between the hand piece and the device. It is possible that the broken component did not allow the device to be torque properly and generate an alert screen. No conclusion could be reached as to what caused the damage in the tube collar component. As part of the quality process all devices are manufactured, inspected, and released to approved specifications.